Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had an exposed wire in the jaw. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No conductor wire damage was observed. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.